Event description:
It was reported that high impedance was seen on the patient's vns. It was noted that the generator was located closer to the axilla and the patient is frequently picked up under his arms and wears a harness/suit that bounces him there, which may have contributed to the high impedance. The patient was referred for x-rays, and the patient has been referred to the surgeon. The patient underwent full revision surgery. The implant form noted that a fracture was found in the lead wire. The suspect device has not been received by the manufacturer to date. The x-rays have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.